Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Part of device remains in patient, and the other was discarded at the facility

Event description:
It was reported by the company representatvie that during a procedure, the drill bit broke, and a portion of the bit was unable to be removed from the patient. The surgeon decided to complete the procedure with the broken fragment still embedded in the patient's bone. No medical intervention or adverse consequences were reported, otherwise.